Manufacturer narrative:
The device was received and evaluated. The adhesive pad was not returned with the device. The device was received not deployed; the linkage assembly was observed to be in the undeployed state and the pink slide insert was not visible through the viewing window of the top housing. The data extracted from the device shows that the device completed first prime and was deactivated before second prime could begin. The device was reset and paired with a master pdm to deliver a 5-unit bolus. During the rerun, the needle deployed as intended and the bolus was successfully delivered. The components of the drive mechanism were carefully inspected and no damages or defects were found that would result in the device not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula did not deploy; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.